Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon performed a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, the surgeon was unable to continue burring due to system accuracy issues. The surgery was successfully completed using manual instruments and there was no harm to the patient.